Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining positive total beta human chorionic gonadotropin (t¿hcg) results that exceeded the assay's precision claims for five (5) patients. The results were generated by a unicel dxi 800 access immunoassay system, used in conjunction with access t¿hcg reagent (lot 170028) and calibrator (lot 022920). The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Qc analysis could not be performed because of very limited data due to instrument setting. Analysis did not tend to show a reagent issue. A clear root cause could not be determined for this event with the data supplied to date.